Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The customer stated the internal helium tank icon would show only a minimum fill indication when in rescue mode. The fse observed the system and recalibrated the helium system and adjusted the case to allow for more room of the hoses. The unit passed all calibration, functional, and safety tests performed. The unit was cleared for clinical use and returned to the customer. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to patient use the cardiosave intra aortic balloon (iabp) helium tank icon would show only a minimum fill indication when in rescue mode. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
It was reported that the cardiosave had ¿helium related malfunction¿ it was reported the cardiosave intra-aortic balloon pump (iabp) had an error that indicated that the unit will not fill with helium. The customer stated that the internal helium tank icon would show only a minimum fill indication when in rescue mode. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse tested the unit and noticed it had no helium for the unit. The fse observed system and re-calibrated helium system and adjusted case to allow for more room of the hoses. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use.

Event description:
N/a.